Event description:
Eval revealed that the force sensor was visibly damaged.

Manufacturer narrative:
The pump was returned to animas. Eval revealed that the force sensor was visibly damaged. An "ezprime" operation was performed and the pump dispensed fluid from the cartridge during the load step and emitted a "no cartridge detected" warning. Review of the pump history did not reveal any loss of prime warnings associated with discrepant force.